Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo solution set leaked due to a pin hole in the tubing "right below where the tubing connects to the drip chamber". This occurred during priming. There was no patient involvement. No additional information was available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional leak testing was performed by connecting the device to an in-house solution bag and repriming the set. A leak was observed near the check valve inlet port. Microscopic inspection of the leak site revealed a void in the tubing. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.